Event description:
It was reported the distal tip of the guidewire stuck inside the catheter during preparation. As the physician tried to pull out the guidewire, the guidewire broke. The device was not used in the patient.

Manufacturer narrative:
The guidewire was returned in two broken segments. Analysis at the break point could not determine the cause of the core wire breaks as the end appeared to have gone through subsequent damage.(B)(4).